Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a mechanical problem, the patient was not able to inflate the device, it was reported that a tube close to pump was broken and one of the cylinders outer layers was blown up. The ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) inflating. A surgical procedure was performed, in which it was noted that one of the pump's tubing was broken and one of the cylinders outer layers was blown up. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. One cylinder was microscopically inspected and leak testing. It was found a ruptured outer sleeve, broken fabric threads, and a hole in the inner tubing from kink resistant tubing (krt) wear. This cylinder did not pass the leakage testing due to the leak found from krt wear in the proximal end of the cylinder. Regarding the other cylinder, it had worn at fold in the proximal end, middle, and distal end of the cylinder. The cylinder passed leakage test. Momentary squeeze (ms) pump was microscopically inspected, and contamination (bodily fluid) was found within the ms pump. Ms pump passed the leakage test. Based on the information available and analysis results, the hole and leak identified in one of the cylinders could have caused or contributed to the reported clinical observation of mechanical problem. D4 unique identifier (UDI) for reservoir: (B)(4).

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. One cylinder was microscopically inspected and leak testing. It was found a ruptured outer sleeve, broken fabric threads, and a hole in the inner tubing from kink resistant tubing (krt) wear. This cylinder did not pass the leakage testing due to the leak found from krt wear in the proximal end of the cylinder. Regarding the other cylinder, it had worn at fold in the proximal end, middle, and distal end of the cylinder. The cylinder passed leakage test. Momentary squeeze (ms) pump was microscopically inspected, and contamination (bodily fluid) was found within the ms pump. Ms pump passed the leakage test. Based on the information available and analysis results, the hole and leak identified in one of the cylinders could have caused or contributed to the reported clinical observation of mechanical problem.

Event description:
It was reported that this inflatable penile prosthesis (ipp) inflating. A surgical procedure was performed, in which it was noted that one of the pump's tubing was broken and one of the cylinders outer layers was blown up. The ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) inflating. A surgical procedure was performed, in which it was noted that one of the pump's tubing was broken and one of the cylinders outer layers was blown up. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Correction to field b5: describe event or problem. Correction to field h6: device codes. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Updated implant date d6a and concomitant product/therapy c2/d10.

Event description:
It was reported that this inflatable penile prosthesis (ipp) inflating. A surgical procedure was performed, in which it was noted that one of the pump's tubing was broken and one of the cylinders outer layers was blown up. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Correction to field b5: describe event or problem. Correction to field h6: device codes. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.